Manufacturer narrative:
Follow-up #1 date of submission 04/15/2015-device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the meter history revealed no evidence of alarms. During testing, the meter remote was powered on and paired successfully with a test pump; no buzzing or alarms were duplicated. The meter and test pump were exercised for 24 hours with no duplicated drainage of the battery. The complaint was not duplicated and no defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (meter error issue) issue. It was reported that the meter remote emitted an unknown error with buzzing, and the battery was drained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.